Event description:
It was reported that the arctic sun device had water filling malfunction. Per review of wo on 16dec2024, there was no patient involvement. Per follow up information received via mail on 30dec2024, they repaired the device on the customer site. The issue was filling malfunction and replaced a circulation pump assembly, and the issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Alarm 05. Replaced circulation pump. This device was evaluated for functionality per (B)(4) rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.